Manufacturer narrative:
Investigation description. Complaint confirmed and duplicated. The device was placed on a charging pad but did not power on. A known-good battery was installed and the device power on successfully with no issues. The cause was determined to be faulty battery.

Event description:
It was reported that the ilet pump would not charge and displayed a blinking green light; a replacement charger was overnighted, but the pump still did not charge, while the customer¿s phone and other devices charged normally on the same pad. Symptoms included no device alarms and no reported adverse clinical effects. Outcomes included replacement of the ilet and arrangements for return of the original device. Investigation included review of user-reported troubleshooting steps and verification with images confirming persistent charging failure despite an alternate charger. Investigation of this case revealed a suspected device charging malfunction localized to the pump rather than the charger or charging pad, based on successful charging of other devices and failure across multiple chargers. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the charging system within the pump.